Manufacturer narrative:
Instrumentation laboratory (il) investigated the data back-up and clot curves of the samples analyzed. A review of the acl top 500 cts general log list indicates there were no analyzer errors or warnings near the time of the event occurrence. A field service engineer (fse) performed a visual inspection of the analyzer and did not see anything out of the normal, no leaks or loose connectors. Sample probe and reagent probe appear to be fine and not damaged. He ran a fluidic precision test on both probes. The y intercept was slightly out for the reagent probe, so he performed all optical reading unit (oru) air and factor diluent blankings. He then re-ran sample and reagent probe fluidic precision test again and all values were in range. Il was unable to determine the root cause for the initial aptt high result. The acl top 500 cts performed as intended and there is no indication of a system malfunction. Therefore, no remedial action is required at this time.

Event description:
A customer stated that surgery to place a shunt on a patient diagnosed with renal failure was delayed due to a high aptt result of 103.2 seconds reported on an acl top 500 cts. There was no other adverse effect to the patient other than the procedure delay. A second test was repeated from the same tube with a result of 34.5 seconds, and a redrawn sample was analyzed on the same day with a result of 35.0 seconds.